Event description:
The patient thought that the pump was giving him too much medication. The patient suddenly got stiff legs and swollen feet. The patient was taking oral lyrica. The device system was delivering baclofen. The patient reported having bad reactions to oral baclofen; he mentioned hallucinating. The patient no longer took oral baclofen since having the pump implanted. The patient also stopped taking methadone and oxycontin when he got the pump. The pump was not alarming. He was not due for a refill. He did have a fall last saturday and stated that he "falls all the time." Per the patient had ¿ceo - which is a medical condition and he doesn't know how to spell it or what it stands for.¿ the patient had an appointment to see his doctor on the date of this report. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).